Manufacturer narrative:
The sample device is indicated as available for evaluation. As of the date of this report, the sample has not yet been returned. Without such evidence, the complaint cannot be confirmed. If additional information is provided, a follow-up report will be provided.

Event description:
(B)(6), ¿utilizing product catalog # 384516 lot# 11292771 on patient, inserted on (B)(6) 2020 and broke on (B)(6) 2020. Need to report failure. Location: nicu. Failed product retained. Please contact for details.¿

Manufacturer narrative:
H3 other text : placeholder.